Event description:
The customer reported on (B)(6) 2014 her blood glucose, carbohydrate intake and insulin history is as follows: time 13:52, bg 8.9 mmol/l 160 mg/dl, cho 15 g, bolus 2.45 u; time 15:54, bg 11.2 mmol/l 202 mg/dl, bolus 0.95 u; time 20:26, bg 25.7 mmol/l 463 mg/dl. Upon removal she noticed the cannula was kinked.

Manufacturer narrative:
The prod was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider."